Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was xx mg/dl.

Event description:
It was reported that a minimum fill notification occurred after the user loaded the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Updated b5. Added MDR code 2199. Updated b5. Added MDR code 2199.